Manufacturer narrative:
The investigation determined there was no malfunction of the device. The customer should have taken out the samples manually according to the warning in product labeling which states: "warning: ensure that samples do not remain too long in the sbu-c6. Analytical results may be affected by an increase in concentration due to sample evaporation."

Event description:
The customer received questionable results from two cobas c501 analyzers at the site for at least four samples processed by the modular preanalytic analyzer (mpa). Of the data provided, only the ion selective electrode (ise) results for one patient sample tested on cobas c501 serial number (B)(4) were discrepant and reported outside the laboratory. The initial sodium result was 160 mmol/l, the initial potassium result was 5.46 mmol/l and the initial chloride result was 115.6 mmol/l. These results were reported out and questioned by the ER. The patient was redrawn and the results were a sodium of 139 mmol/l , potassium of 4.2 mmol/l and a chloride of 102 mmol/l. Due to the results from the redraw sample, the original primary sample was retested on another cobas c501 analyzer and the sodium result was 139 mmol/l, potassium result was 4.2 mmol/l and the chloride result was 102 mmol/l. The results from the redraw sample in the ER were believed to be correct. There was no adverse event. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative determined there was possible sample evaporation of aliquoted samples on the mpa. He noticed in the alarm log that the system was paused and there were rack routing errors. He cleaned and lubed the buckets and pins and checked the consumables for cup re-use but none was found. He ran a leakage check which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).